Event description:
Haptic broke upon insertion. Lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4): as product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4), model: fy-60ad). The exact root cause is not determined. Device manufacture date: correction from 02/2015 to 02/28/2014.

Event description:
The haptic broke upon insertion. Lens had to be explanted.